Manufacturer narrative:
Technical evaluation: visual inspection of the box indicated that the box was severely damaged at the mid section. Damage to the box caused the device to kink in the middle and flattened 7 cm from the distal tip. Conclusion: the damage could have been caused by rough handling of the box during shipping and transit. The DHR for this manufacturing lot was reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1097-02 (lot# l13036). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.

Event description:
The box containing the device was received damaged.